Event description:
It was reported that during a l5-s1 lumbar fusion procedure, the final x-rays were taken after implanting hardware on (B)(6) 2011. X-rays showed that the angle of the 6.0mm matrix screw at l5 needed readjusting. The surgeon removed the matrix locking cap from s1 while the 7.0mm matrix screw and matrix top loading polyaxial head at s1 remained intact. The surgeon attempted several different techniques to remove the matrix locking cap, matrix top loading polyaxial head and matrix screw at l5. Using different techniques in an attempt to remove the locking cap at l5, the following instrumentation became damaged, the 10nm torque limiting ratchet to remove the locking caps, the 1st locking cap at s1 was removed. While trying to remove the 2nd locking cap at l5, the device would not turn and the locking cap could not be removed. The ratchet t-handle stripped when put in neutral. The teeth on both t25 stardrive shafts bent and the teeth on the sport grip t25 stardrive bent. Surgeon was not able to remove the locking cap at l5 and decided to cut the 5.5mm curved rod in half and back out the l5 screw and polyaxial head with a pair of vice grips. A new screw, locking cap and polyaxial head was placed at l5 and procedure was completed. Approximately 30-45 minutes was added to procedure. This is 3 of 3 reports for the same event number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the part was received assembled to a screw along with a curved rod and locking cap stuck in the assembly. The exterior surface of the body has marks not consistent with manufacturing. All features related to the complaint condition could not be evaluated due to the part received assembled and stuck to the locking screw and bone screw with the curved rod. A review of the device history record did not show conditions that could have contributed to the reported event. Product development evaluation reveals, the part showed typical signs of having been assembled to a construct and then removed. No unusual damage or irregularities were located. The design of the system components associated with this complaint is appropriate for the clinical indications. The technique guide discusses the proper steps and instrumentation required for removing a locking cap. This complaint is deemed invalid. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original age reported as (B)(6). Corrected to (B)(6). (B)(4).